Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s blood glucose value was 41 mg/dl at the time of incident. Customer treated with the food and glucose tablets. Customer had been using insulin pump system within 48 hours of reported blood glucose. Customer was not alleging the insulin pump for over delivery. Customer was advised to monitor the insulin pump and blood glucose. The device will not return for the analysis.